Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure there were high thresholds on a 52 inch right ventricular (rv) lead. The lead was r emoved and there were subsequent attempt to implant a 58 inch lead in the rv however the same issue reoccurred. The patient reportedly coded during the procedure following the removal of the lead and a drop in heart rate. The patient required cardiopulmonary resus citation and the procedure was cancelled. No further patient complications have been reported as a result of this event.